Event description:
It was reported that intermittent capture was observed. Externalized conductors were observed via x-ray. The lead was capped. Patient's condition was stable.

Manufacturer narrative:
No medwatch form was received.